Event description:
It was reported that the patient presented to the emergency department. A device check showed evidence of ventricular undersensing. The patient was admitted to cardiology. The leads remains in use. No patient complications have been reported as a result of this event.